Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 146632: thirty items manufactured and released on (B)(6) 2015. Expiration date: (B)(6) 2020. No anomalies found related to the problem. To date, 20 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is unknown. The surgeon washed out the knee and swapped the insert. The surgery was completed successfully.